Event description:
Advocate stated her son received blood glucose readings that differed by 100mg/dl when he was tested on 4 contour next link meters. Specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strips were not expected to be returned for evaluation. Product was not replaced at the time of the call.